Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged to 100% using the usb port on a computer. Replacement wall adapter sent to customer. The customer¿s blood glucose was 141 (mg/dl).